Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge tubing was discolored; cause was not known. No adverse impact to the customer's blood glucose level. Reportedly, the customer changed the cartridge and resumed insulin therapy.